Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. The fse that encountered the issue replaced the power management board. The fse completed the pm with all functional and safety tests per manufacturer specifications. The failure analysis and testing dept. Received pcb, power management with a reported unit failure of not charging batteries. The failure analysis and testing dept. Performed a visual inspection and observed that q27 shorted(burned). Past experience has proven that when q27 shorts the batteries will not charge. Due to the board having an older revision the board will not be sent to the supplier. Retained the board in the fat per procedure.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit is not charging batteries. There was no patient involvment.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.